Event description:
Boston scientific received information that this pacemaker displayed loss of capture (loc) and high out of range pacing impedance measurements. Attempts to obtain additional information were unsuccessful. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.